Event description:
Severe and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], numbness in upper and lower extremities [hypoaesthesia], zinc toxicity [metal poisoning], nerve damage [nerve injury], pain in upper and lower extremities [pain in extremity], headaches [headache], balance issues [balance disorder]. Case description: an attorney reported that their client, an adult female who was born in (B)(6), used fixodent denture adhesive, version unk cream beginning (B)(6) 1996 to present and super poligrip denture adhesive cream beginning (B)(6) 1992 through (B)(6) 1997, unspecified total daily personal use of each product, and reported the following: severe and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, severe numbness and pain in both upper and lower extremities, severe headaches, and balance issues. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.